Manufacturer narrative:
(B)(4) - removal of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was inserted into the eye and the patient's capsule broke. The doctor switched to an anterior chamber lens. The patient is reportedly ok. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed loose particles on the sample compatible with handling the lens out of the sterile environment. One haptic was observed distorted. Residue of viscoelastic (ovd) was detected in the optic zone (anterior and posterior sides). The condition observed is consistent with a lens that has been removed from the patient eye and the distorted loop could be related to the iol removal process. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The unit was handled for surgical use. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.